Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 1-2. After deployment, the mr returned to 3, and it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was implanted medial and a third clip was implanted lateral for stabalization of the slda clip and to reduce the mr to 1. The patient had a good outcome. No additional information was provided.